Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. A resolute onyx 2.25mm*15mm was received with the complaint device. There is no complaint against the device with lot number 0009047969. There was no damage noted to this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion in the first diagonal. The lesion was predilated. It was reported that the device could not cross the lesion and that a strut was noted to be lifted. The procedure was completed using a non medtronic device. The patient is reported as alive with no injury.